Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, the evis exera iii duodenovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that the connecting tube has foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation it was found that the connecting tube has a pinhole with foreign objects on the edges, additional findings were as follows: the grip, the switch box, the image guide protector all has a scratch, the switch1 has a cut, due to damage on connecting tube, insulation resistance value does not meet the standard value, the light guide lens has a crack, the cover of the light guide bundle was damaged, the connecting tube has a cut, the adhesive around the light guide lens has discoloration and there was corrosion around the left arm. It is most likely that the issue found was due to a result of mishandling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.